Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed an alert that the device was possibility in backup vvi mode. It is suggested for the patient to visit the clinic to verify if the device is actually in backup vvi. No procedure was suggested to resolve the possible issue. No further information is available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information receives states the device was explanted and replaced. No further information is available.